Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic due to pain. Upon interrogation it was noted that there was oversensing of noise on the right ventricular (rv) channel that was able to be reproduced with deep breathing. The patient was brought into the emergency room where a perforation was confirmed via fluoroscopy. It was noted that the lead was 5 cm outside the heart with a 2 mm hole. The physician also thought the right atrial (ra) lead may have perforated also due to increasing threshold measurements and fluoroscopy imaging of the lead. The patient was referred to a different hospital for a revision procedure. During the procedure the rv lead was successfully revised and slack was added to the ra lead. The physician who performed the revision procedure stated the ra lead had not perforated, but the ventricular lead had been pushing on the atrial lead, that was causing the threshold problem. Once slack was added to the ra lead and the rv lead was revised, the issue was resolved. All products remain in service and no additional adverse patient effects were reported.